Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing the first hepatic portal for right portal vein dissection during a laparoscopic right hepatectomy, the surgeon was able to press the green button but the stapler did not fire. It was stated that two instruments had the same malfunction during the same event. Another device was used to complete the case. There was no patient injury.